Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Title: successful nitino-constrained balloon angioplasty with controlled minimal dissection observed by high-resolution intravascular ultrasound and angioscopy author: amane kozuki; yoichi kijima; ryoji nagoshi journal: circulation journal year: 2021 vol/issue: 85: 691 ref: (B)(4). Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted presenting a case study of a patient who presented with occlusion of the distal superficial femoral artery (sfa). An endovascular intervention (evt) was performed. Medtronic¿s chocolate pta balloon was used for slow and long inflation up to 6atm. Angiography after ballooning showed good luminal gain without dissection. The ivus image showed good expansion with minor dissection. Ivus images were obtained from a 9-mm/s automatic pullback. Using a side branch as a landmark, an exact slice-by-slice comparison of pre- and post-ivus images was performed. An electronic high-resolution angioscope equipped with a 480,000-pixel imaging camera was used, revealing good enlargement of the white smooth vessel wall. Dcb treatment was performed, and the intervention was completed. The author concludes, nitinol-constrained chocolate balloon angioplasty may reduce dissection and contribute to s uccessful balloon angioplasty